Event description:
Description of event according to initial reporter: inferior vena cava (ivc) filter deployment was unsuccessful. Two retrieval sets were utilized to remove the filter. A new access site was established, and a second device of the same type was successfully deployed to complete the procedure. Patient outcome: delay with unknown of the lenght of time. What was the indication for filter placement? Pe prevention. If known, how long was the filer implanted in the patient? Few minutes.